Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed motor communication error and critical block error. The patient's blood glucose at the time of incident was 10.2 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and the displacement test. No unexpected the motor arm cannot communicate with the main arm error or the critical block and inverse critical block did not add to zero alarms noted during testing however, the motor arm cannot communicate with the main arm alarm was located in the formatted history file due to a software error. The insulin pump was received with scratched case and pillowing keypad overlay.